Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose levels were 500 mg/dl, 63 mg/dl, 282 mg/dl. The customer treated high blood glucose with insulin pump and with needle 20 units of insulin. Customer states due to treating for high blood glucose level it goes to low and treated with carbohydrates for low blood glucose. Customer was reporting a sensor updating. Customer reports they did not receive a calibration not accepted alert. Customer declined troubleshooting for low and high blood glucose. Customer states insulin delivery was not suspended. The insulin pump will not be returned for analysis.